Event description:
A beckman-coulter employee, a field service engineer (fse) reported the occurrence of smoke on (B)(6) 2008, while the fse was servicing a coulter ac-t diff 2 analyzer. The fse was replacing the main board when the board began to smoke. The fse immediately powered off the instrument. The fire department was notified. There was no death, injury, arching or flames as a result of this issue. This event occurred at (B)(6) hospital.

Manufacturer narrative:
(B)(4). The fse conducted an inspection of the board and found resistor r316 blistered. This failure caused the smoke. The fse determined that the board's stepper motor jumpers were improperly configured. Another board was installed with properly configured jumpers. The instrument was verified with no further issues. Failure analysis was performed on the returned board. During the failure analysis four damaged components were identified, the r316, u93, u96 and u6 components. Once these components were replaced, the board passed the same test processes that are used for new board assembly production. Root cause was identified as a failure in the main board of improperly configured stepper motor jumpers which caused resistor r316 to blister and smoke due to damage to u93, u96 and u6. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.